Event description:
During a laparoscopic nissen fundoplication, pneumoperitoneum leaked from the instrument. The surgeon used another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA. Corrective data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the manufacturer for evaluation.